Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow when device interrogation showed the patient had received a vibratory notifier for charge time limit being reached. The device was explanted. The patient was in stable condition and was discharged.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.